Event description:
Per the clinic, the patient experienced a performance decrement due to migration of the electrode array (specific date not reported), after sustaining trauma to the cochlear implant side of the head. The device was explanted on (B)(6) 2024, and the patient was re-implanted with another cochlear device during the same surgery.